Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The physician suspects insulation damage. The patient was asymptomatic. The rv lead was successfully reprogrammed. The patient was stable throughout procedure.